Event description:
The facility's clinical engineer reported a fail code 810:11. The clinical engineer did not have information regarding whether the failure occurred during patient use or biomed testing. Additional contact information was requested but no additional contact was identified. The clinical engineer stated that there have been no reports of any patient incident involving this pump since the last baxter service event.